Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11, corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. Both batteries were not charging via the power parameter settings. Both power slots showed the remaining capacity (mwh) dropping while plugged into ac. The fse replaced the power management board (0670-00-1162). The unit was able to charge in both power slots. The unit passed all functional and safety tests according to factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-1162 rev. J sn 23 00085 04_edm with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the batteries were not charging. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Au. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 28 august 2025. Failure analysis received from the supplier for the part. Please see attachment. They stated the part has a defective u24. Root cause for this part is the faulty u24 component. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.